Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. Plug unit is dirty. A root cause could not be identified. Based on the results of the investigation, no problem related to the customer's allegation was detected. Regarding the not displayed image issue, it is likely that corrosion on the electrical contact of the video connector caused it. And water leakage caused the dirty plug unit problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a noisy image. The issue occurred during inspection for use. There were no reports of patient involvement.